Manufacturer narrative:
Batch review performed on 20 july 2018; lot 174988: (B)(4) items manufactured and released on 02 november 2017. Expiration date: 24.10.2022; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Post-op the surgeon noticed that the patient had a fracture on the femur. The surgeon went back in on the same day to revise the patient. Stem, head and bipolar head were replaced.